Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent insulin gauge fill estimates remained static. Blood glucose was not impacted. The issue occurred in the past; therefore, troubleshooting could not be performed. Fill estimate was accurate at the time of report.